Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would disappear when the cable was manipulated. The procedure was completed using another glidescope spectrum smart cable, which was made available in about one (1) minute. No harm to the patient or user was reported.

Manufacturer narrative:
A replacement glidescope spectrum smart cable was provided to the customer and the smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable but was unable to confirm the reported issue. When connecting the customer's smart cable to a known, good, test gvm monitor and test video baton 2.0, the image was stable and clear. The verathon technical service representative then connected the customer's smart cable to a known, good, test gvm monitor and test single-use blade and again observed the image was stable and clear. The camera image quality test was performed and passed. Upon completion of the evaluation the returned glidescope spectrum smart cable was scrapped due to the customer already being provided a replacement smart cable. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would disappear when the cable was manipulated. The procedure was completed using another glidescope spectrum smart cable, which was made available in about one (1) minute. No harm to the patient or user was reported.

Manufacturer narrative:
A replacement glidescope spectrum smart cable was provided to the customer and the smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable but was unable to confirm the reported issue. When connecting the customer's smart cable to a known, good, test gvm monitor and test video baton 2.0, the image was stable and clear. The verathon technical service representative then connected the customer's smart cable to a known, good, test gvm monitor and test single-use blade and again observed the image was stable and clear. The camera image quality test was performed and passed. Upon completion of the evaluation the returned glidescope spectrum smart cable was scrapped due to the customer already being provided a replacement smart cable. No further investigation is required at this time. Verathon will continue to monitor for trends.